Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurring alert code 38 indicating consecutive stalled motor events after multiple restarts, which prevented a breakfast meal announcement and necessitated replacement of the device and reversion to backup therapy guidance. Symptoms included hyperglycemia with a reported peak of 324 mg/dl and glucose levels above range for approximately 3 to 4 hours, without ketone testing, medical intervention, or hospitalization. Outcomes included temporary interruption of automated insulin delivery and user impact due to elevated glucose. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.